Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving morphine (2.5 mg/ml at 1.5004 mg/day), compounded baclofen (200.0 mcg/ml at 120.03 mcg/day), bupivacaine (30.0 mg/ml at 18.004 mg/day), and clonidine (150.0 mcg/ml at 90.02 mcg/day) via an implanted pump. The indication for use was non-malignant pain and failed back surgery syndrome. It was reported the patient reported experiencing withdrawal symptoms including diarrhea, chills, increased pain, yawning, and anxiety on (B)(6) 2018. It was noted two day before the patient's opioid was rotated from hydromorphone to morphine. The clinical diagnosis was it opioid withdrawal. It was indicated the event was related to the device or therapy and related to the drug morphine. The patient presented to the clinic and the it rate was increased by 20% on (B)(6) 2018. The issue resolved without sequelae on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provided via a clinical study reported the cause of the it opioid withdrawal was the patient's opioid was rotated from hydromorphone to morphine on (B)(6) 2018. The patient's baseline weight was noted as (B)(6) lbs.